Manufacturer narrative:
Device received and evaluated. Reported issue of shaft frosting was confirmed due to a vacuum failure. Device history review showed no related issues from this final assembly lot.

Event description:
Probe passed test. During ablation, probe froze up shaft. Doctor took necessary precautions and employed skin-warming technique to prevent injury to the patient. Doctor told me that the ablation was not affected by this malfunction and that the patient was unharmed.